Manufacturer narrative:
(B)(4). The device was received for evaluation still coupled with the drug vial and the viaflo bag. Visual inspection inside the drug vial revealed the presence of a grey particle, vial bung. In order to replicate the reported non-conformance, the vial-mate was coupled with a new vial and no coring or damage was observed following a single, optimal activation of the vial-mate. The reported condition was verified. The cause of the condition was determined to be suboptimal activation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plug was observed in the vial of a vial-mate reconstitution device. The device was filled with 0.9% of sodium chloride and 2 grams of cefotaxime. This was noted prior to use of the device. There was no patient involvement. No additional information is available.